Manufacturer narrative:
We received one 120404f without the packaging for examination. The reported event of "unable to deflate the balloon" was confirmed. The proximal windings were found to have slipped distal on the catheter tip and this condition can trap the inflation media inside the balloon making it unable to deflate. The latex has been ruptured around the circumference and all edges match. There are no missing components. As stated in the IFU "balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures. The possibility of balloon rupture must be taken into account when considering the risks involved in any embolectomy procedure. To minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation volume and pull force for each size catheter". For this catheter the maximum pull force on the inflated balloon is 1.5 lbs. The distal windings appear to be in good condition and there are no missing components. The catheter body was found to be in good condition. A review of the manufacturing records indicated that the product met specifications upon release. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.

Event description:
It was reported that the clinician was unable to deflate the balloon during use. The clinician observed a bubble in the sheath. The inflation syringe was not removed from the gate valve when attempting to deflate the balloon. There were no patient complications reported.